Manufacturer narrative:
Microport orthopedics has not identified any manufacturing defects or nonconformities as contributing factors to the performance of metal-on-metal (mom) devices. There have been no manufacturing deviations identified which would affect the performance of the device. There have been no manufacturing trends identified. Additionally, a final device history record review occurs before the products are put to the shelf which ensures that all manufacturing and inspection steps were properly documented and that all issued materials are accounted for and the commercially available product was manufactured in accordance with the applicable product specifications and met all acceptance criteria. The current package insert for metal-on-metal products is 150803, microport hip systems. This package insert outlines indications, contraindications, warnings, precautions, and adverse effects associated with use of metal-on-metal products. No deviation of design, manufacture, or quality has been identified as a contributing factor to this known product technology issue. See investigation memo attached.

Event description:
Allegedly, alleged mom from 2003 surgery in which revised on right in (B)(6) 2026 and left (B)(6) 2026. The doctor claims the items implanted were recalled. Incident group for right components: (B)(4).